Event description:
It was reported that the pt underwent a posterior spinal fixation surgery. During the surgery the tip of a driver broke off. No pt complications were reported.

Manufacturer narrative:
The driver was returned for eval. Macroscopic exam confirms approximately 4mm of the tip has been broken off, consistent with interface during usage. Microscopic exam of fracture revealed a fairly tortuous fracture surface, with no indications of fatigue or torsion; additionally, the angle of fracture suggests failure due to bending stresses. A review of the device history records did not identify any applicable nonconformance to specification.